Manufacturer narrative:
B4: (B)(6) 2021. Per authorized service personnel the issue was discovered preventive maintenance (pm) no patient involvement. Failure analysis on the returned cpu board shows that the piezo buzzer (ls1) was failing intermittently due to the insulation resistance was out of spec at 445 kohms.

Event description:
Check vent: backup alarm failed (error code 1104).